Event description:
Assigned therapist brought patient to omnicycle at 9:30 am on 10/25/2023. While therapist was setting unit up and getting ready to secure patient to oc (omnicycle), the patient grabbed the omnicycle by the upper extremity arm handles and pulled on the handle bringing the unit towards him and causing the unit to fall on him. The fall of the omnicycle caused the patient's wheelchair to fall back, causing the patient to hit the back of their head on the floor when they fell. As a result of the fall, the patient had a small abrasion with a small amount of bleeding from the cut. The therapists performed first aide to treat the cut and the facility did a neuro check. The patient was admitted to the hospital the next morning after complaining of headaches. The regional manager does not know much about the status of the patient but knows that he is still at the hospital as of (B)(6) 2023. Based on pictures sent from the regional manager of the omnicycle on site, the t-bar was not extended. Customer information: (B)(6).